Event description:
It was reported that the patient presented in clinic for follow up. Review of an x-ray revealed that the right atrial lead was dislodged. On (B)(6) 2021, the physician elected to reposition right atrial lead. The patient was in stable condition.